Event description:
It was reported that on (B)(6) 2005, the patient underwent a t6 to t3 posterior spinal fusion using rhbmp-2/acs. It was reported that on (B)(6) 2005, the patient underwent an anterior interbody fusion from t12 to l2 spinal fusion surgery for burst fracture with associated vertebral osteomyelitis with canal compromise and with radicular symptoms. It was reported that on (B)(6) 2007, the patient underwent a posterior spinal fusion of t6-t7, t9-t10 and l2-l3 and augmentation of bone grafting in the rest of the fusion mass using rhbmp-2/acs. It was reported that on (B)(6) 2008, the patient underwent an exploration of fusion from t6 to l3 with augmentation of fusion mass with infuse and vitoss bone graft substitute and bone marrow aspiration from the right iliac crest using rhbmp-2/acs. It was reported that on (B)(6) 2010, the patient underwent a posterolateral fusion, l4-l5 using rhbmp-2/acs. It was reported that on (B)(6) 2011, the patient underwent surgery for an infected humeral allograft status post anterior posterior reconstruction for l1 burst fracture. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient now experiences severe injuries and damages, including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008 the patient underwent the following surgeries: removal of instrumentation from t6 to l3, exploration of fusion t6 to l3, augmentation of fusion mass with autologous local bone, rhbmp-2 and vitoss bone graft substitute, bone marrow aspiration from the right iliac crest to treat the pre-op diagnosis: vertebral osteomyelitis, status post anterior and posterior fusion with residual thoracic back pain and rule out pseudarthrosis. Op-notes: "...the whole fusion mass and after morselizing some of the autologous local bone we mixed it up with vitoss bone graft substitute which was augmented with rhbmp-2 or bmp. Once this was done, we went ahead and laid it on from t6 all the way down to l3. The patent tolerated the procedure well there was no complications noted..."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.